Event description:
It was reported that the user¿s last continuous glucose monitor (cgm) detached and, while using bg run mode with the ilet, the system did not deliver insulin as expected, with bg run exceeding its intended duration and the user reporting a fingerstick blood glucose of 600 mg/dl. The user was advised to transition to backup therapy, observe appropriate reconnection timing after short- and long-acting insulin, and seek hospital care if ketones were elevated or symptoms worsened. Symptoms included hyperglycemia and fatigue. Outcomes included need for medical advice and temporary discontinuation of automated dosing. Investigation included review of the user¿s bionic report and troubleshooting and education regarding bg run duration, sensor replacement, and safe reconnection steps. Investigation of this case revealed user reliance on bg run beyond the intended three days after sensor loss with resultant cessation of automated dosing, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and situation inherent to use after loss of the cgm sensor.